Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device was observed to be back up vvi mode. It was suspected that inappropriate high voltage therapy was delivered. Subsequently, the device was explanted when reprogramming was not successful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory and was due to two successive software resets. Review of the stored electrograms indicated inappropriate therapy that depleted the battery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. (B)(4).